Manufacturer narrative:
The subject has not returned to omsc but was returned to sorc for evaluation as the user requested. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the external factors or user handling such as being caught by the forceps elevator being raised due to incomplete distal cover attaching, operation of the elevator control lever with excessive bent of insertion part, temporary dirt of the forceps elevator or deformation with high frequency output from the electrosurgery unit. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the forceps elevator of the subject device remained being raised even when the forceps elevator mechanism function had been released at the unspecified timing. The user also reported that it was resolved after the distal cover of the subject device was replaced. The user would like olympus service operation repair center (sorc) to check the subject device just in case. There was no patient injury associated with this report.